Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failures error alarm during self test. The customer¿s blood glucose level was unknown. It was also reported that the insulin pump received no delivery alarm and insulin pump passed the displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No hardware low level failures alarms or unexpected occlusions or insulin flow blocked alarm noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin1, keypad assembly.